Event description:
The user indicates that they were unable to achieve a 360 joule energy selection when the device was on a pt. Pt was resuscitated successfully at 300 joules.

Manufacturer narrative:
The device has been received but add'l time is required to complete the investigation. Upon completion, a supplemental will be submitted. Pt ID info is not available at this time. If info is recovered, it will be reported through the submission of a supplemental.